Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required and unexpected medical intervention were a results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted into the right atrium (ra); however, thrombus was observed on the wire in the ra. Additional heparin was administered and aspiration was performed. The thrombus was removed and the procedure was continued. One clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.